Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0750 entilator dependent. H6 health effect - clinical code - e1203 feeding problem. H6 health effect - clinical code - e2305 cyanosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. On the evening of (B)(6) 2024, the patient started vomiting. On (B)(6) 2024, the patient was found unconscious and blue, with her insulin pump (brand not specified) on the floor. Emergency medical services (ems) was called. Ems arrived and transported the patient to the emergency room. No cgm or bg meter readings were reported. The patient was admitted to the intensive care unit and was treated with IV fluids and an unspecified medication to sedate the patient. The patient was diagnosed with being in a ¿diabetic coma¿ and was put on a feeding tube and a ventilator. The reporter stated they are unsure of how much brain damage the patient suffered from this event, and that they are waiting to see if the patient regains consciousness. The patient was still in the hospital and unconscious at the time of report. The reporter stated she was ¿not sure¿ if the patient was using the cgm device during this event or not. Attempts to reach the reporter for updated event details were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. No additional patient or event information is available.